Event description:
Failure of breast implants required open capsulotomy with replacement of implants. Pt also underwent an excision of a large lipoma on the right shoulder. Pathology reported 2 mostly collapsed leaking saline implants with no identifying numbers.